Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified laparoscopic surgery with the subject device at the user facility, it was found that the front panel display of the subject device blinked. The user facility replaced the subject device to another device to complete the procedure. There was no report of patient injury associated with this event. Olympus china (osh) checked the subject device and found that the front panel display of the subject device was disappeared due to the failure of the printed circuit board, and the subject device could not start up.